Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted.the sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This is complaint for a connection issue was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. A possible cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A care giver (cg) contacted (B)(4) requesting assistance with the home choice (hc) machine during initial drain. The cg stated the home patient (hp) had ended therapy early because their transfer set became disconnected and they drained out through the disconnected catheter. The technical service representative (tsr) performed a test fill then resumed therapy. There was patient involvement, but no injury or medical intervention was reported at the time of the incident. A follow up was done via phone call. The peritoneal dialysis registered nurse (rn) stated they could not answer questions regarding the reported problem. However, they did state that the noted incident was resolved.